Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 30 mmol/l; cause was due to cartridge alarm 30. Customer delivered a correction bolus via alternate pump to address bg level. Customer reverted to alternate pump for insulin therapy.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 30 mmol/l; cause was due to cartridge alarm 20. Customer delivered a correction bolus via alternate pump to address bg level. Customer reverted to alternate pump for insulin therapy.